Manufacturer narrative:
A ge service rep performed an on site investigation. The steering linkage was lubricated and the touch screen monitor calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system steering handle is hard to turn. Also the touch screen monitor will not work. No patient injury was reported.